Manufacturer narrative:
Other applicable components are: product ID: 3998, lot#: va0u913, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. The patient reported that his ins wasn¿t working anymore. The patient reported that he believed a lead had moved because the external equipment was working. The patient reported that he believed the lead that goes to the nerve had moved and the lead was no longer doing anything. The patient reported that the ins in not working inside him anymore and can¿t feel stimulation at all. The patient reported that if he moved his head a certain way he could get it to work sometimes, but he didn¿t want to have to do that. The patient reported that the ins was fully charged. The patient reported that he had tried to adjust stimulation and turned stimulation up but that still had no effect on the patient. No further complications were reported.